Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "extracted seroma 50 cc and did examination. Also did biopsy examination and result was normal". The record is for unknown side. The status of device is unknown.